Event description:
Procedure: cystectomy. According to the reporter: the surgeon was using the egia universal in a cystectomy case. He encountered the issue on roughly his 15th firing. He fired the instrument on the hypogastric vein. The device deployed staples and the jaws of the instrument locked down on the tissue. The surgeon then stated that the knife blade seemed to move forward past the 30mm markings and the instrument would not retract to enable the jaws to open. The surgeon estimates the patient lost 300-400ccs of blood because of the incident. The jaws would not open but he was able to place suture around the instrument to control bleeding while he was able to place an additional staple line proximal to the site.